Event description:
It was reported that there was a colon case in which the anastomosis with the powered circular stapler failed, was re-attempted with a second powered circular stapler and it also failed, resulting in the patient being diverted with a colostomy. The surgery was delayed (amount of time is unknown). Procedure: sigmoid colon resection.

Manufacturer narrative:
(B)(4). Batch #: unknown. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the anvil portion of the ethicon circular staplers are getting caught on the staple line when removing the device after it has been fired. Patient consequence: avulsion occurred to staple line. The surgeon was using a 29mm diameter ethicon circular stapler ref: cdh29p when it failed. He had to re-sect the anastomosis and then redo it again. At that point the second stapler, a 25mm diameter ethicon circular stapler ref: cdh25p, lot: x95e5e failed in the same way, resulting in a likely an irreversible colostomy. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by the stapler failed for the cdh25p device? What is meant by the stapler failed for the cdh29p device? Per the attachment provided in the compliant it was reported that ¿avulsion occurred to the staple line.¿ what does this mean? Can details be provided as to what portion of the colon was resected and attempted to anastomosed? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.